Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. No blank display and no battery cap cracked, damaged noted. Unable to verify battery power loss alarm and low battery alarm due to critical pump error alarm noted.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and returned. Customer stated battery cap was damaged. Customer stated insulin pump had battery failed alarm. The insulin pump will be returned for analysis.